Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received, on (B)(6) 2021 the patient had a revision right total hip replacement and open reduction internal fixation, right greater trochanteric fracture to address failed right total hip replacement associated with adverse reaction to metallic debris, proximal femoral osteolysis, and comminuted fracture, right greater trochanter. (This event was captured to (B)(4). (B)(6) 2022 right hip revision with debridement and hinge exchange (B)(6) 2022 with mssa infection. Legal notes that (B)(6) 2022 patient was admitted to ER due to bacteria found in blood. On (B)(6) 2022 patient underwent revision of right hip, incision and drainage due to infection. Depuy femoral head implanted on this date. On (B)(6) 2022, patient had right total hip revision, explant with placement of antibiotic spacers. Depuy femoral head implanted during this procedure. On (B)(6) 2022 incision was still draining, right hip needed irrigation and debridement with explanation of hardware and insert of antibiotic spacer. Depuy femoral head implanted during this procedure. On (B)(6) 2023 patient had right total hip reimplantation as infection had cleared. Doi: (B)(6) 2021; dor: (B)(6) 2022; right hip.